Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during use the outback cto device fractured separated in the patient. The report received from the field indicated that during an interventional endovascular procedure after successful re-entry into the true lumen using the outback re-entry catheter, the physician removed the device successfully from the patient and noticed a small piece of plastic was attached to the device and guidewire. The guidewire used was a boston scientific luge guidewire. The procedure was completed successfully. There was no report of any portion of the device retained within the patient. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful. The product was returned for inspection. One non sterile outback was received coiled in two plastic bags. No kinks or bents were observed. Blood was found in the hemostatic rotating valve. No damages were observed in the outback, and it was found complete. No plastic piece was found inside the bag. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port (as expected), then through the hemostatic rotating valve, and exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exit through the guide wire port (as expected). The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip (as expected). Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exit through the cannula (as expected). In none of the cases resistance was noticed. Cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Review of the information does not allow for a clinical conclusion to be drawn between the supplied information and the returned device.

Event description:
The report received from the field indicated that during an interventional endovascular procedure after successful re-entry into the true lumen using the outback re-entry catheter, the physician removed the device successfully from the patient and noticed a small piece of plastic was attached to the device and guidewire. The guidewire used was a boston scientific luge guidewire. The procedure was completed successfully. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful.